Event description:
It was reported that during implant of a new cardiac resynchronization therapy pacemaker (crt-p), ventricular fibrillation (vf) and noise occurred upon connecting the right ventricular (rv) lead to the header. The right atrial (ra) lead was not yet plugged in but the ra channel was exhibiting noise. The rv lead then tracked it upon plugging in and paced r-on-t inducing vf. Vf episode was sustained and required four internal shocks via paddles and lidocaine administration. Reprogramming was also done. The crtp system remains in use and the patient is expected to make full recovery though closer monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 4968-35 lead implanted (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.